Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The device was visually and mechanically inspected. It was found that wear to the device has caused it to no longer grasp the graft well. The labeling was reviewed and found to contain instructions for device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that during a case, the instrument would not tighten down on the osteostim graft all the way; it was a little loose.